Event description:
It was reported that patient developed cellulitis. The rash was observed at abdomen, around his lower back. The patient was treated with antibiotics and improvement in patient condition was observed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.